Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer¿s representative (rep) was contacted by the healthcare provider (hcp) because the patient believed the battery was flipped. The patient would be coming in for an appointment the day of the report at which x-rays would be taken. The rep. Didn¿t know why the patient thought that the battery was flipped and had not talked to the patient yet. The rep. Further noted that the patient came in to be seen. She clarified that she did not think her battery was flipped, she felt like maybe her leads moved because she fell chasing her dog. However, the rep. Turned on the second lead and it was perfect and there were no other issues. The patient was doing great and was happy.